Event description:
In 2008, fisher and paykel was contacted by the customer and reported that a pt received 3 red "burn like" marks on the chest approximately 2 cm in diameter each, due to melted heated wire circuit that was being used on a pt in a group home setting.

Manufacturer narrative:
The actual sample involved in the incident was received for eval, and the reported issue that the circuit had melted was confirmed. In addition, residue was found on the circuit that appears to be some type of bed lines melted in part of the tubing; therefore, we were able to confirm the issue reported by the customer that the tubing was most likely covered by a blanket or pillow. Our manufacturing process was reviewed, and no problems were found related with the issue reported. Our label copy does warn against covering the circuit with objects such as heavy tapes, towels, or bed linens as they may over insulate the circuits, impede normal heat convection, and cause damage to the tubing or interruption of gas delivery to the pt contributing to this type of reported failure.